Event description:
It was reported that the patient presented remotely to the clinic via (B)(6). Transmission. Transmissions showed that the pacemaker exhibited loss of capture and had far r oversensing. Programming changes were discussed but not made. No intervention was performed. The patient was in stable condition.